Event description:
It was reported that pump experienced malfunction with malfunction alarm that could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.